Event description:
It was reported that the patient thought the stimulator went dead. The patient had not had service for a couple of days, 2 days. There was the end of service (eos)/end of life (eol) message. The patient saw the letters eos with a picture of a man with a phone and asked what that meant because she could not remember what he had said. There was the eos/eol message. The patient noted that it seemed like a year was not enough. Information regarding the battery depletion and patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).